Event description:
A report was received that the patient had lost coverage. X-ray revealed dislodged contacts and were not aligned. The physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was having difficulty charging the ipg and so the physician elected to replace the ipg. The physician did not indicate there was any malfunction. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had lost coverage. X-ray revealed dislodged contacts and were not aligned. The physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the contacts did look out of place. During the revision procedure, the physician did not feel it would be safe to remove the lead and confirmed there were enough contacts working to get adequate coverage so he swapped out only the ipg and left the original lead. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lost coverage. X-ray revealed dislodged contacts and were not aligned. The physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will also undergo a pocket revision and ipg will be replaced. Leads will tested intraoperatively and will be replaced if nonfunctional. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had lost coverage. X-ray revealed dislodged contacts and were not aligned. The physician suspected device malfunction. The patient will undergo a revision procedure.